Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net .review of the transmission revealed non sustained oversensing on the defibrillator. The patient was brought into the clinic. Review of the stored electrograms confirmed the presence of myopotential oversensing. The oversensing was reproducible with deep breathing exercises. Programming changes were made. Patient would be followed normally.